Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack next to the battery compartment on the insulin pump. There is also another crack near the reservoir compartment. Customer stated that the bumper logo is gone as well and the screen has a film over it that is peeling. Customer stated that sometimes the pump shuts off without notice. Customer's blood glucose was 12 mmol/l. Customer was advised to disconnect from the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.